Manufacturer narrative:
A replacement pump was sent to the customer. The pump in style was returned to medela and evaluated. The evaluation showed that the device passed all functional tests , although it was noted on the evaluation that the tubing port was damaged. See attached product evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis

Event description:
On (B)(6) 2016, the customer reported to customer service that she had low suction with her pump in style breast pump. The customer also reported that in october she had mastitis and was prescribed an antibiotic by her doctor, which has been resolved.